Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during the testing process, the cardiosave intra-aortic balloon pump (iabp) had iab loop air leakage. It was judged that the safety plate was leaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). Updated data: b4, e1 (phone#), e2, e3, g3, g6, h2, h10.

Event description:
It was reported during the testing process, the cardiosave intra-aortic balloon pump (iabp) had iab loop air leakage. It was judged that the safety plate was leaking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. It was determined that the problem was the drive valve group. The customer chose not to repair the unit for the time being. If new information is given, the investigation will be reopened and updated accordingly.

Event description:
It was reported during routine inspection the the cs100 intra-aortic balloon pump (iabp) had iab loop air leakage during the testing process. It was judged that the safety plate was leaking. There was no patient involvement.